Manufacturer narrative:
The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned spectrum smart cable and confirmed the image failure. The spectrum smart cable was connected to known, good, test equipment and when manipulated, the cable ceased to be recognized. The camera image quality test was performed and failed. The technical service representative attributed the "no image / intermittent image" issue to cable failure. Since the customer was already provided a glidescope spectrum smart cable replacement and there are no repairs available for this device, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned for evaluation, the root cause of the image issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope spectrum smart cable, the image was intermittent when the cable was moved around. A delay in the procedure of approximately five (5) minutes occurred as another avl glidescope was obtained. No harm to the patient or user was reported.